Manufacturer narrative:
Per legal all information known was provided per the complainant and no further information is available. Therefore, no attempts for additional information will be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient is deceased.